Event description:
It was reported that balloon leak occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during inflation, leaks from the tip was observed and the balloon deflated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon leak occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel of the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during inflation, leaks from the tip was observed and the balloon deflated. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon was inflated at about 3 atmospheres and the balloon was leaking saline. There was no visible pinhole noted on the balloon and it was removed without any problem using the normal method.